Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a high blood glucose reading of 477 mg/dl. Customer stated that he felt like he was going to pass out. He was out of syringes for manual injections but stated that someone was coming to get him to pick up syringes from the drug store. Nothing further was reported.